Event description:
It was reported by hvt sales representative that a 2800, size 25mm valve was explanted due to calcification after a 101.27 month duration. No further information has been provided.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary: "moderate to heavy calcification is detected in the cusp area leaflets 1 and 2. Moderate calcification is detected in the free margins of leaflet 1 and 2. Missing tissue in leaflet 3 is evident. Cuts in the tissue are visible at the missing region. Approximately 4mm of tissue remains at the attachment site. Yet moderate to heavy calcification is detected in the remaining tissue of leaflet 3. Calcification restricted mobility in the leaflets and most likely led to stenosis. Host tissue overgrowth is moderate to heavy at the tissue inflow. It encroached onto the tissue inflow and into the orifice by 5mm. Commissure 1 appears to be flared out, also visible in the x-ray. The x-ray demonstrates calcification and stent distortion. " x-ray. The device history record (DHR) review was completed on 07/01/09 and this device passed all manufacturing and sterilization inspections with no nonconformance.